Manufacturer narrative:
Investigation: the blade was analyzed visually and the case was discussed with a sme from the production department. The pin is clearly missing at the connection side of the blade. Furthermore, the blade is in used condition and exhibits abrasion and scratches of erratic appearance on the surface. The teeth on the blade are also in used condition and blunt. Batch history review: a review of the device quality and manufacturing history records is not possible because of a missing lot number. Conclusion and root cause: the failure is most probably user related. Rational: after discussing the case with a sme from the production department, we assume most likely a modification of the device to raise the possible range of the blade within the retractor. Furthermore it is unlikely that the pin became loose on its own due to the fact that the pin in pressed in. The function of the pin is to restrict the range of the blades. This is the second overall complaint regarding this failure pattern. Both complaints occurred in the same hospital. The circumstances support the assumption that the blades were modified by the hospital. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: taiwan. It was reported that the pin of the neck (device) was dropped during surgery and can not be found.